Event description:
According to the publication "avoiding the use of a femoral bridging catheter using a two-stage hemodialysis reliable outflow (hero) graft implantation technique," 59 interventions were performed to maintain or re-establish patency, resulting in a two-stage hero intervention rate of 5.4 per hero year. In comparison, one-stage studies have reported 2.5/hero year (katzman) and 3.0/hero year (wallace), and avg literature control rates ranged from 1.6 to 2.4/hero year. As it is unknown whether hero 1001 or hero 1002 contributed to the event, out of caution, both product codes are being investigated. This medwatch is for product code hero 1001.

Manufacturer narrative:
According to the publication "avoiding the use of a femoral bridging catheter using a two-stage hemodialysis reliable outflow (hero) graft implantation technique," 59 interventions were performed to maintain or re-establish patency, resulting in a two-stage hero intervention rate of 5.4 per hero year. In comparison, one-stage studies have reported 2.5/hero year ((B)(6)) and 3.0/hero year ((B)(6)), and avg literature control rates ranged from 1.6 to 2.4/hero year. As it is unknown whether hero 1001 or hero 1002 contributed to the event, out of caution, both product codes are being investigated. This medwatch is for product code hero 1001. Multiple attempts were made to obtain additional information from the authors of the publication; however, all attempts were unsuccessful. As neither the date of event nor the date of implant is known, possible lot numbers could not be identified. A review was performed of the available information. The publication reports on the clinical outcomes of the authors' previously published two-stage implant technique for the hero graft. This two-stage technique is not in alignment with the current hero graft instructions for use (IFU). The IFU gives specific and detailed guidance as to the implant of the hero graft within a single operative procedure, wherein the completion within this publication spans a 22-month interval from the first to second step. Despite this fact, the IFU reports the rates of surgical interventions related to hero graft usage and this is the same data that the authors use for comparison within the publication. The details related to the type and timing of the specific interventions are not detailed within the publication, but they comment as follows: "our aggressive and low threshold for intervention may have contributed to our higher intervention rate, but led to primary assisted and secondary patency rates that rival those of [arteriovenous grafts] avgs." Clinical outcomes with the hero graft using different implant techniques have not been evaluated by cryolife. However, the arterial graft component (agc) is a synthetic graft that is an approved medical device to be used for av access, so one would anticipate similar clinical outcomes, including intervention for adverse events of which the type and frequency will vary between clinicians as well as institutions and may have been a factor here. The root cause of the reported event is unknown as the types of interventions performed are unknown and cannot be specifically addressed.

Event description:
According to the publication "avoiding the use of a femoral bridging catheter using a two-stage hemodialysis reliable outflow (hero) graft implantation technique," 59 interventions were performed to maintain or re-establish patency, resulting in a two-stage hero intervention rate of 5.4 per hero year. In comparison, one-stage studies have reported 2.5/hero year ((B)(6)) and 3.0/hero year ((B)(6)), and avg literature control rates ranged from 1.6 to 2.4/hero year. As it is unknown whether hero 1001 or hero 1002 contributed to the event, out of caution, both product codes are being investigated. This medwatch is for product code hero 1001.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.